Event description:
It was reported that hematoma and phlebitis were observed. The system was explanted. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.